Event description:
Patient presented with altered mental status, hypoxia and reported left-sided weakness. The ventilator inoperative light came on and the alarm was sounding. The patient was placed on a non-rebreather while the bipap was switched. No untoward patient effects.